Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 03jan2019. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit screen does not turn on. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19jun2019. Date received by manufacturer: 03may2019. The customer could not confirm if the ventilator was being used on a patient at the time that the problem was discovered. The customer could not provide any patient information. The customer repair center technician evaluated the unit and confirmed the reported problem. The ui (user interface) was replaced to address the reported problem. The ventilator successfully passed performance specification testing after the repair was completed. The faulty ui was returned and fi (failure investigation) was performed on 03may2019. The returned ui assembly was installed in the fi test ventilator in an attempt to duplicate the reported problem. The screen was confirmed to be dim and not visible. During testing, the coil of the backlight inverter t1 (transformer) of the pcba (printed circuit board assembly) was identified to be burnt off. The t1 was removed and replaced on the pcba backlight inverter and re-tested. The screen was no longer dim and was visible. Therefore, it was determined that the burnt backlight inverter pcba t1 caused the screen to be dim and not visible. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.